Manufacturer narrative:
The patient was initially scheduled to undergo a surgical procedure to implant the device on (B)(6) 2016. In (B)(6), stanmore implants determined that compassionate use approval was required and notified the surgeon that there would be a delay in device shipment. The surgical procedure was rescheduled to (B)(6) 2016 while stanmore implant submitted a compassionate use request to FDA. However, the rescheduled surgical procedure was also postponed because of the unavailability of the device. The compassionate use approval ((B)(6)) was received by stanmore implants on (B)(6) 2016. The custom distal femur is currently in transit to the united states, and the surgeon will reschedule the surgical procedure after the device clears us customs. The complaint investigation has determined that a procedural update is required, thus a CAPA is being initiated. A supplemental report will be submitted.

Event description:
(B)(4). The patient's distal femur implant surgery had to be postponed twice due to the unavailability of the custom implant. The surgeon expressed dissatisfaction with stanmore implant's processing of this custom device order and its delayed submission/receipt of the required compassionate use approval.

Manufacturer narrative:
The investigation concluded that the root cause of this event was due to a manufacturing issue. On initial receipt of the reported event, the event description was reviewed and with the limited information available at that time, a decision was made to report the event. However on completion of the investigation into the reported event it can now be concluded that the incident does not meet the three basic reporting criteria referenced in 21 cfr part 803 as a marketed device did not cause or contribute to a death or serious injury, or a marketed device has not malfunctioned where the malfunction of the device or a similar marketed device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Product surveillance will continue to monitor for trends. Corrected data: common device name was corrected from "custom distal femur" to "limb salvage system/kro".

Event description:
The patient's distal femur implant surgery had to be postponed twice due to the unavailability of the custom implant. The surgeon expressed dissatisfaction with stanmore implant's processing of this custom device order as it delayed submission/receipt of the required compassionate use approval. This is a supplemental report to 3004105610-2016-00047 ((B)(4)).